Event description:
It was reported that approximately 2.8 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, the patient presented with a totally occluded bifurcated main body and stenotic right limb extension. Reportedly, prior to the endovascular procedure, the patient had recently underwent stenting of a totally occluded left iliac artery. An aortic aneurysm was also present and the physician elected to treat the patient via endovascular approach in a separate procedure. The patient was brought back and the physician implanted the endovascular devices. However, the patient presented a few weeks later symptomatic, and a CT scan revealed the referenced occlusion of the devices. The physician explanted the devices and performed a fem-by-fem bypass. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: the greater than 15% change in the diameter of the aortic neck, and the proximal aortic diameter less than 18 mm. Cautionary product use condition that might have contributed to this event was the pre-existing left iliac stent and residual thrombus within the distal common iliac artery. The patient's medical history included many pro-thrombic conditions for which antiplatelet therapy was prescribed. These conditions such as, peripheral vascular disease and the current use of tobacco, might have contributed to the reported outcome. Two months post implant, there were two events associated with this report. The first event involved a complication of a left iliac artery occlusion and a right flap dissection. Heparin therapy was pursued and the patient was discharged on aspirin therapy. Mural thrombus within the stent, and a partial stent collapse was substantiated at that time. The second urgent subsequent procedure for a total occlusion of the infrarenal aorta included an explant and an aorto-bifemoral bypass. The following findings were substantiated: bifurcated main body occlusion; limb occlusion; partial stent collapse; right common iliac artery dissection; explant and conversion. The patient was discharged home on aspirin therapy on post operative day nine. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be conclusively determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.